Manufacturer narrative:
Examination was not possible as no prod was returned. A search of the complaint database did not find any add'l reports of this nature for the prod code/lots provided since their respective release for distribution. The investigation could not determine the root cause of the loosening found. No evidence was found that would suggest prod error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised due to pain and swelling attributed to loosening of the femoral component and patella.